Event description:
It was reported that when using the bd pyxis¿ anesthesia station es wireless disabled on stations and need wireless reset for stations that are down. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 29-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the several stations were down and the wireless need to be reset. A field service engineer re-enabled the wireless adapter that had previously been disabled by technical support center (tsc) and disabled the hospital facing network interface card (nic), verified station communication through remote support service (rss) sessions and confirmed successful communication with the synchronization server via remote support service (rss). The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es wireless disabled on stations and need wireless reset for stations that are down. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.